Event description:
Five years ago, I had my mercury fillings removed, over the past five yrs, I have become ill with flu like systems every six weeks, this is stranger because I have been an avid exerciser, only eat organic, am aware of all things consumed or that touch my body. As the illnesses have become worse over time such as being diagnosed with macular degeneration, memory loss, muscle loss - I lift weights for 27 years -, constant fatigue that has affected my work ability, osteoporosis, chronic grinding of my teeth, chronic deficits of major nutrients all of the b's,k,c, magnesium the list goes on and on. I was final diagnosed for possible mercury poisoning, so I had the test and my levels were considered life threatening. I have since started treatment which it remains to be seen if the macular and the osteoporosis can be reversed. The cost of these treatment is outrageous and is not covered by health insurance nor can I even use my flexible spending account to offset the cost. Silver fillings - these were filled from age 7-19.